Event description:
Patient had essure procedure performed which resulted in bilateral placement of essure micro-inserts. A hysterosalpingogram was performed (date unknown) which showed an obvious perforated right device (device in left upper abdomen) with one of the proximal bands detached and probably embedded in the uterus with a very patent right tube. Doctor performed an additional procedure to remove the perforated micro-insert and completed a laparoscopic tubal ligation on the right fallopian tube.

Manufacturer narrative:
(B)(4).